Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface indicating that the stent was initially crimped centered on the balloon. The stent was returned separately and is slightly pinched in its center. The sterile pouch has been opened and it could be confirmed that the sterile pouch was delivered in a completely sealed condition. The initial report of an open sterile pouch could thus not be reconfirmed whereas the stent dislodgement outside patient could be confirmed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the stent dislodgement outside patient is most likely related to the handling during the preparations for the intervention.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was reported that the sterile pouch of the complaint instrument was found open during unpacking. The device was returned with the stent dislodged from delivery system and located in the protector.